Event description:
It was reported that during regular follow-up, high threshold and low sensing was observed. Lead was explanted and replaced. Patient¿s condition was stable throughout.

Manufacturer narrative:
A partial lead with the connector portion measuring 4.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.